Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, off not power, low battery, and no delivery. The customer received multiple battery out limit alarms when the batteries were out of the insulin pump for less than one minute. He was unable to rewind the insulin pump. The insulin pump's battery did not last more than one week. Customer's blood glucose level was 186 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.